Event description:
Olympus medical systems corp (omsc) was informed that during an unspecified therapeutic procedure, the ptfe pad on the grasping section was severely worn. The procedure was completed. We could not ascertain the existence of the device exchange. There was no report of patient's injury regarding this event.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional and significant information becomes available at a later time, this report will be supplemented.